Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the plugin issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center¿s video plugin portion is not working with certain scopes, specifically the (enf) video rhinolaryngoscope. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.